Event description:
It was reported that the user experienced a hyperglycemia event after changing an infusion set and consuming a small carbohydrate meal, during which the cgm intermittently disconnected from the ilet and the blood glucose rose into the 400s despite a meal bolus, prompting an infusion set replacement and high insulin use over the day. Symptoms included feeling unwell and needing to leave work. Outcomes included prolonged hyperglycemia requiring extended time to regain glycemic control. Investigation included a follow-up request for additional blood glucose and event details. Investigation of this case revealed that the cause of the hyperglycemia was unclear given the concurrent cgm connectivity interruptions, possible infusion set or insulin delivery issues, and user concern about insulin stacking. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.